Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap of a minicap transfer set was ¿found dislodged before opening the outer pouch¿. The nurse replaced it with a new transfer set to use on the patient. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1)actual sample was received for evaluation. Visual inspection identified a loose blue cap inside the unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.